Manufacturer narrative:
Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that in preparation for an external iliac stenting procedure, the stent was partially deployed. The lesion was located in the external iliac artery. When the sentinol biliary stent 8x81mm was removed from the box, it was partially deployed. The device was disposed. The procedure was completed with another of the same device. The patient condition was reported as "fine."